Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 16apr2025, 23apr2025, and 30apr2025 to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the accept button may not be working. The rse provided the customer with the part information for the front bezel w/out navigation ring and the switch printed circuit board assembly (pcba). This investigation is ongoing.